Event description:
Anesthesia technician reports while getting ready for a CABG procedure she opened a new pressure monitoring kit and noted the high pressure tubing was disconnected from one of the transducer ports. Our office confirmed this is a connection site which should not come apart. This product was provided to us from the manufacturer as a replacement for a custom pressure monitoring kit which happens to be on backorder. We previously reported the same exact issue with our original product (pxvx225).our anesthesia technician was told by the product rep that both brokenkits had a "glue station" issue where one of the tubes goinginto a transducer did not adhere. The technician reports she replaced the damaged item with a new one from a different lot with no further issues or concerns.====================== health professional's impression======================it was broken upon opening.